Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A sample was received for evaluation. The returned sample was received inside a plastic bag without its original packaging. The returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure. The join between the asv and the y-site is broken, this connection is bonded with solvent during manufacturing process; however, it was unscrewed, failure mode reported is confirmed. Root cause was found to be disassembly was attempted and it fractured. Awareness notification was made to production personnel for the occlusion failure mode.

Event description:
Information was received indicating that during use, a smiths medical cadd extension set was noted to be broken and leaking at the connection site. Subsequently, infusion was stopped, and new tubing was primed and attached. No patient consequences were reported. No adverse effects were reported.